Event description:
In (B)(6) 2010 I was implanted with the essure birth control device and have since experience a long list of side effects, including but not limited to heavy, prolonged menstrual cycle, bleeding after sex, joint pain, vision impairment, skin rashes, back pain and skin sensitivity, unable to focus, fatigue, difficulty breathing/asthma with some severe incidences while sleeping, excess hair loss, severe bloating, constipation, an indent on one side of my stomach that just appeared one day, muscle spasms in the area of my fallopian tubes, tingling in hands, arms, legs with numbness occurring while asleep, vaginal cramps similar to contractions while giving birth, weight gain with difficulty losing weight despite efforts, unexplained stabbing pains in pelvic area, recently passed a large clot about the size of quarter, maybe a bit bigger, unexplained vitamin d deficiency. This is a partial list of what I have been experiencing over the last 10 years. Allergic reactions. FDA safety report ID # (B)(4).